Event description:
It was reported that the subject device had a hole in the cord. The issue was identified during reprocessing and there were no reports of patient involvement.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and correction. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: distal fiber breakage, dents on distal edge, dents and scratches on outer tube, cracks on side of video connector and cut in video connector cable. Based on the results of the investigation, it is likely the following led to the malfunction: due to cut in video connector cable. The most probable cause of the complaint was determined as traced to component failure; therefore, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a hole in the cord. The issue was identified during reprocessing and there were no reports of patient involvement.